Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: end user has reported that "during the surgery procedure for a tha operation , the mics handpiece (p/n:209063,s/n: (B)(4) did not worked (handpiece communication fault), so the mps replace the faulty one with another one (p/n:209063,s/n:(B)(4), from the second tha instruments set) but the replacement mics didn¿t worked too (handpiece communication fault). So the mps used the third mics that was available from instruments set , that was sterile and readily available, in order to finished the surgery. The surgery finished without any delay. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: review of the device history records indicates 23 device(s) were manufactured and accepted into final stock on 06 december 2017 and 03 device(s) were rejected. Complaint history review: a complaint history review could not be performed as lot code information was unknown. The reported event is in relation to non functional. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc1414517 and CAPA 1450904. Device not returned.

Event description:
End user has reported that "during the surgery procedure for a tha operation , the mics handpiece (p/n:209063,s/n:(B)(4) did not worked (handpiece communication fault), so the mps replace the faulty one with another one (p/n:209063,s/n: (B)(4), from the second tha instruments set) but the replacement mics didn¿t worked too (handpiece communication fault). So the mps used the third mics that was available from instruments set , that was sterile and readily available, in order to finished the surgery. The surgery finished without any delay. Case type tha.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
End user has reported that "during the surgery procedure for a tha operation, the mics handpiece (p/n: 209063, s/n: (B)(4)) did not worked (handpiece communication fault), so the mps replaced the faulty one with another one (p/n: 209063, s/n: (B)(4), from the second tha instruments set) but the replacement mics didn¿t worked too (handpiece communication fault). So the mps used the third mics that was available from instruments set , that was sterile and readily available, in order to finished the surgery. The surgery finished without any delay. Case type: tha.